Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report to one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The same day at 11:30 am, the patient noted the reported meter was displaying the battery indicator symbol; she was reportedly unable to obtain a blood glucose reading. According to the owner's booklet, the meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. Ten minutes later, the patient experienced the symptoms of shaking and sweating. The patient took no actions, and received no treatment. She did not seek any medical attention. Troubleshooting revealed the patient's test strips were expired, and that she had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter was replaced. The patient did not replace the meter's battery as recommended. The patient reportedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.